Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube, inflation lumen, and guide wire lumen. The hypotube is separated 86.6cm from the hub and appears to have been kinked prior to separation. Microscopic examination revealed no additional damages. There is blood in the guide wire lumen and on the balloon folds. The balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. A 20mm x 3.50mm nc quantum apex balloon catheter was advanced for dilatation. However, during first the attempt to pass over the wire, it was observed that the shaft of the catheter broke off. No patient complications were reported.